Manufacturer narrative:
While attending a post market surveillance meeting, a representative from another country's facility received the aforementioned publication. No device complaint was submitted previously by the another country's children hospital relating to the incident described within the publication. Mechanical complications of shunts such as catheter migration are rare, but known complications of valve therapy, as stated in the product's instructions for use. No further investigation nor corrective action is deemed required.

Event description:
During the integra neurosciences implants post market surveillance meeting of october 2, 2006, a publication was presented: "migration of the peritineal tip of a ventriculoperitoneal catheter causing shunt malfunction. Case illustration: (yee chiung gan et al, j neurosurg, (2 suppl pediatrics) 105:153, 2006). The article reports the migration of the peritoneal tip of an orbis sigma valve, 3 years after its implantation in a 6 years-old boy. The shunt was found to be tracking back along the shunt track. The peritoneal end was removed and a new catheter was inserted. The patient recovered, his symptoms resolved immediately. The cause of the migration remained unclear.